Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Blood glucose was 265 mg/dl. Reportedly, the customer reloaded the cartridge successfully and resumed insulin delivery.